Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the most probable cause of the inaccuracy reported in the or is soft-tissue pressure applied on the tools while instrumenting. Performing retraction after registration may have shifted the spine and changed l1-right trajectory's angle, which could have increased the soft-tissue pressure applied on the tools. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the patient bucked and the surgeon alleged that the drilling deviated from the plan. They completed registration without problem and accuracy was verified. They sent to the arm to the first trajectory and the patient bucked while drilling. The surgeon alleged the trajectory was low and medial. Navigation accuracy was confirmed after the alleged deviation. The surgeon stated the patient lost some csf, but there was no neurologic deficit or weakness post operation. After the patient bucked they aborted use of the guidance system, but continued the surgery. The manufacturer representative believes there was a soft tissue shift causing the vertebral body to be shifted. The case was completed by freehand with fluoro guidance. No action was taken to resolve the csf leak. Trajectories were deviated less than 3.5mm. The procedure was delayed less than one hour.